Event description:
Customer reported that the touchscreen of a pump was cracked and shattered, making it unresponsive and illegible. Blood glucose level was 171 mg/dl, which did not exceed the critical limit, indicating no adverse impact. Technical support arranged to replace the pump, confirmed it was within warranty, and the customer was informed about the necessary actions, including returning the defective pump and using multiple daily injections as backup therapy.